Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the coil was successfully implanted. The resistance felt with the coil was different from that experienced during previous coil delivery as it was noticeably greater. The coil had come out of the introducer sheath smoothly. There was no kink/damage to the coil observed after removal.

Event description:
Additional information was received reporting that no causes or contributing factors for the event were identified. The lesion chara cteristics that could be provided was the aneurysm location of the internal carotid artery ophthalmic. The procedure was completed by, "a new catheter was used instead." The catheter was continuously flushed throughout the procedure. The spring coil was confirmed as a medtronic product but the model and lot could not be provided.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that echelon catheter was ruptured. The patient was undergoing intracranial aneurysm embolization surgery. The access vessel was the femoral artery with a diameter of 5 mm. It was noted the patient's vessel tortuosity was minimal. It was reported that difficulty was encountered in delivering the spring coil; after withdrawal from the body, exposed metal wire was observed at the tip end; the catheter was replaced with a new one, and the procedure was completed. The catheter tip end wire was exposed. The catheter was ruptured (intact) in the distal section. There was no friction or difficulty during delivery. Aside from the rupture, there was no other damage to the catheter. The injection rate is unknown. There were no patient symptoms or complications associated with this event. The device and any accessories were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU.